Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the high blood glucose with a manual injection of insulin. The customer reported having issues with the insulin pump leading to the high blood glucose that included a no delivery alarm. Troubleshooting was provided for the no delivery alarm however customer was not able to finish troubleshooting. Issue was not resolved. The insulin pump will not return for analysis.